Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that there was an alleged inaccuracy during the deep brain stimulation (dbs) procedure. The surgeon alleged that they were greater than 3mm inaccurate during the procedure. The site used auto-registration with the imaging system; it was indicated that the imaging system was tilted, but not greater than 15 degrees. There was a 10-15 minute delay, and there was no impact on patient outcome due to this issue. The plans and workflow for the procedure were also provided. The imaging system was positioned and parked, intermediate and scan positions were saved. The right ¿alignment plan¿ was created to be used for alignment and resetting entry without losing the original entry point. The fess frame was attached, and a scan was performed to mark entry. A burr hole was created, and the nexframe components were assembled into patient. A second scan was performed for target alignment. The target was aligned using the alignment plan and entry was reset. The burr hole seemed to be about 5 mm off the planned entry. Entry was then reset on the alignment plan. The surgeon then inserted a dbs cannula into the center lumen, and a 3rd scan was performed and merged. A new plan was created along the cannula and labeled ¿r ctr can¿ to compare where the cannula is in relation to the original plan and the target was. The cannula is designed to be 13 mm above target, so the site projected down 13mm and reset the target to compare where the cannula should end. This showed the site that they were going to be off the plan by about 3.2 mm, and it also showed that they were at a complete parallel tract to the alignment plan. The surgeon created an offset plan labeled ¿r post lat me¿ to decide where to put the second cannula. The surgeon decided to insert the second dbs cannula into the post lateral hole of the center lumen, and then micro electrode recording (mer) was completed using the center and post lat locations. Once mer was complete, a 4th scan was performed and merged to verify where the micro electrodes were; they lined up perfectly with the ¿r ctr can¿ plan and the ¿r post lat me¿ offset plan. Test aim suggested that the post lat position seemed to give best efficacy with the least amount of side effects, so dbs lead was finalized using the post lat track. A final scan was completed with the imaging system, and a new plan labeled ¿r dbs¿ was created on the lead to verify location.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737 (software version: 1.1.0). Medtronic if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.